Event description:
Pt in ER in full cardiopulmonary arrest. Oxygen y adapter in wall with flow meter attached used to ventilate. During code, noticed that pt not receiving gas flow from flow meter. Flow meter attached directly to wall; oxygen flow present.